Event description:
It was reported that inflation could not be maintained on three (3) size 6 lpc, low pressure cuffed tracheostomy tubes. The inflation problems occurred with reported device usage ranging from one (1) to (7) days. There were no reported patient injuries associated with the reported experiences. Only one (1) of the involved 6lpc devices were returned to the MFR for decontamination, testing and investigation.